Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up and act button dome switches. The keypad connector on lcd is locked properly during visual inspection. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer also reported that they were unable to remove the battery cap off the insulin pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.